Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted. A second procedure was later performed during which a new aus device was implanted. No patient complications were reported. It is unknown whether the explanted product will be returned for analysis. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.